Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the saline contaminated motor control pcb. The fse successfully completed a full pm service, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during servicing by a getinge field service engineer (fse) discovered saline damaged motor pcb on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during servicing by a getinge field service engineer (fse) discovered saline damaged motor pcb on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.